Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a faulty touchscreen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The service engineer (se) inspected the device. The se replaced the touchscreen to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21may2019. A touchscreen was return for analysis. An investigation was performed and the customer complaint was duplicated, the touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.